Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope displayed a large hole in the distal tip, and the image was not coming through clearly. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the distal end (c-body) detached from the bending section. Based on the investigation, it is most likely that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.